Event description:
Analytical laboratory chemistry instrument may have a qc issue with the mixer. When the mixer has failed the results that are generated may be compromised if the problem is not identified by an astute laboratory technologist. Ac was affected by the bicarbonate lab error in that she experienced extra unnecessary lab draws due to the error (which is not benign in her case, because she is a very hard stick, and so the extra lab draws required multiple nursing attempts, which understandably caused pain and upset the patient), she is the patient who makes me suspect that the lab instrument started malfunctioning at least 18 hours before the lab identified the errors. She had a serum bicarbonate come back as 12 on her bmp at 14:41 on august 24. She had previously been very hyperglycemic earlier in the morning, and gotten an IV push of insulin, along with fluids, as I was worried she was at risk to go into diabetic; ketoacidosis and I wanted to stave that off. When her subsequent bicarbonate level came back that low, I worried that she actually had gone into dka, and that I had corrected her glucose levels but missed the fact that she was in dka, I ordered serum ketones and beta hydroxybutyrate, vbg, as well as a repeat bmp, which still had the abnormally low bicarbonate. Fortunately, all her other indicators did come back negative for dka, and so I did not start her on an insulin drip. However, another provider might have.